Event description:
It was reported a motor stall and motor stall recovery were recorded in the event logs. The patient was seen on (B)(6) 2012 at which time the pump was interrogated. The motor stall was caused by the patient having a ¿blueant wireless hands free device¿. The motor stall occurred on (B)(6) 2012 at 20:11 and the recovery occurred on (B)(6) 2013 at 23:23. It was reported an alarm was heard at that time. The wireless device had fallen into the patient¿s lap during that timeframe. After the device was removed from their lap it was reported the pump then recovered. The patient was reportedly ¿ok¿ and therapy was normal. It was noted on the patient¿s appointment on (B)(6) the patient¿s daily dose was increased. The reporter only had the health care provider notes and did not have any event logs. The device system was used to deliver baclofen. It was later reported the cause of the event was due to a portable speaker/amplifier; the magnet from the speaker caused magnetic interference with the pump. The pump was interrogated and the stall had recovered. An increase in spasticity was noted. The patient experienced no injury.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).